Event description:
Adverse event(s): "blurred distance and near vision, as well as, problems with glare" (blurred vision), (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A director of nursing reported that an intraocular lens (iol) was exchanged for a different model iol because the patient was "unable to tolerate the lens". In a follow-up, the technician explained that the patient experienced blurred distance and near vision, as well as, glare. She also reported that the patient has a different type of iol in the fellow eye; and the surgeon believes this contributed to her inability to tolerate the lens. She reported that there were no complications during the exchange; and the patient is "very happy with her vision now" and sees no more glare. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/21/2010 and 04/22/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).